Manufacturer narrative:
The event of capsular contracture and hematoma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown and hematoma.

Event description:
Healthcare professional reported right side textured implant, rupture, "skin on right breast turns brown", "deflection of outer shell", hematoma, "capsular reported as pathological". Device has been explanted.